Event description:
The hcp reported increased pain in legs, back and abdomen for last 1-2 months. A "normal pumpogram was performed last week" the pateint is receiving morphine sulfate 25mg/ml. The patient will be evaluated by primary care. Physician with plans to possibly explant the pump.